Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. It should be noted the hi-torque turntrac guide wire instructions for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Although it was noted that force was applied, this was due to resistance with the anatomy therefore the force applied seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the instructions for use (IFU). There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mini vision rx device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. An unspecified turntrac guide wire (gw) was inserted and positioned into the anatomy. A 2.0x18mm mini vision stent delivery system was backloaded on the gw and when advancing (still outside of the anatomy) resistance was met and the stent-balloon area got stuck on the gw. Physician attempted to advance and withdraw but was unable to do so. It was then noted that the stent-balloon area had a piece protruding which made the physician think it was not fully flushed. The guide wire was then pulled with much force as resistance was met with the anatomy and removed altogether as a single unit along with the sds. The protruding area in the stent-balloon returned to its normal state once taken off the gw. Balloon angioplasty was performed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.